Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens was inserted using the preloaded insertion system, model pcb00, the lens was scratched. The lens was cut to remove but no incision enlargement was performed. No additional information was provided.

Manufacturer narrative:
The preloaded insertion system was returned at the manufacturing site in its original folding carton. One intraocular lens (iol) was returned in a separated bag. Visual inspection at 10x microscope magnification showed no manufacturing defects in the pcb00 device. The lens was observed cut in half and between two pieces of tape. Because of the conditions of the returned lens, the customer's reported complaint for lens scratched could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.